Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision procedure, the pulse generator exhibited rf telemetry anomaly. It was difficult to interrogate the device. The programmer was rebooted several times but the same issues resulted. The device was explanted and replaced. The patient was in stable condition. It was reported that the right ventricular lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.